Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one opened un-retracted unit for investigation. Additionally, four photos were received which contain images of the unit with a barrel detached from the rest of the device. Upon visual and microscopic inspection of the device it was found that the grip of the unit broke right at the top of the barrel. Based on historical data, this is not a known manufacturing defect. Damage to the grip or barrel during manufacturing commonly involves deformation of the grip or barrel and not the clean cut/shear as seen in the received unit. There were no signs of exterior damage to the grip or barrel found to indicate a strong force was exerted on the unit causing the defect. If it were to originate during assembly, the barrel will separate/fall off before placing the unit into packaging. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device, shipping and handling or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter barrel was found damaged during use. The following information was provided by the initial reporter, translated from japanese to english: "when establishing an IV route before contrast-enhanced CT scanning, the nurse found that the barrel was damaged."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter barrel was found damaged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when establishing an IV route before contrast-enhanced CT scanning, the nurse found that the barrel was damaged."